Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available. Device manufacture date not available, lot number unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant fell down from the diver during the removal from the vial and fell down. Procedure was completed with another implant.